Event description:
It was reported that this lead was attempted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, this is no longer reportable, please disregard report 2124215-2023-21661. Lead was attempted due to patient anatomy.

Event description:
It was reported that this lead was attempted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.